Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. Blood glucose reading went up to 406 mg/dl. Customer was hospitalized for neurological issues and seems confused and not really able to perform troubleshoot. The insulin pump will not be returned for analysis.